Manufacturer narrative:
E1. Initial reporter phon, (B)(6). The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, which confirmed the occurrence of occlusion alarms. A visual inspection and functional testing were conducted, during which air bubbles were observed within the downstream occlusion (dso) seal. Although the reported issue could not be replicated during testing, the probable cause remains undetermined. As a corrective action, the dso seal was replaced. Following this, performance verification testing (pvt) was successfully completed.

Event description:
It was reported that during setup, the pump generated a ¿upstream occlusion" alarm, indicating a high-priority condition that halted device operation and interrupted therapy delivery. There are no patient involvement and no harm/adverse event reported.